Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump battery compartment was cracked and the pump was losing power. Allegedly, the pump powered on again when the battery cap was loosened slightly and then tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A battery cap was not returned with the pump; a test cap secured properly to the pump, and a power loss was not duplicated. The pump was exercised for 24 hours with no power interruptions. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.